Event description:
Customer reported intermittent arcing during hlf shots. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage tank. System operates as intended. This MDR is related to ge healthcare.